Manufacturer narrative:
D2b - pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0mm x 100mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during first inflation at 30 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.